Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received in with a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized twice due to unexplained high blood glucose. Caller stated that the customer's blood glucose readings at the time of hospitalizations were over 600 mg/dl. Caller stated that the customer was having issues with his insulin pump, it was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .